Event description:
Two separate articulating linear staplers misfired. The malfunction occurred during a pelvic dissection and developing the plane between the rectum, prostate, seminal vesicles, bladder, and ureters. With the rectum freed up, it was impossible to pass the reticulated linear stapler. The device, however, misfired as if a cable within the device had snapped. A second stapler was tried and also misfired. The third stapler was tried and it successfully fired. The sewing of the staple line was successful so that it was nicely reinforced. There was no adverse pt outcome. Dates of use: 2008. Diagnosis or reason for use: surgery for pelvic dissection.